Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock. Technical services (ts) was consulted to review available data and determine if therapy was delivered for a ventricular tachycardia (vt) or a rapid ventricular response (rvr). Based on available data, it could not be determined the type of rhythm for which therapy was delivered. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates the patient had a vt, so therapy delivered was appropriate. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information from the field indicates the patient had a vt, so therapy delivered was appropriate. No report was required for this event.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock. Technical services (ts) was consulted to review available data and determine if therapy was delivered for a ventricular tachycardia (vt) or a rapid ventricular response (rvr). Based on available data, it could not be determined the type of rhythm for which therapy was delivered. This device remains in service. No additional adverse patient effects were reported.